Manufacturer narrative:
No conclusions can be drawn as repair info was not available. However, no pt injury was reported.

Event description:
The customer reported that the system lost imaging functionality. No pt injury was reported.